Event description:
It was reported that upon deployment of a vena cva filter, the pusher pad rod remained attached to the filter. Additional manipulation was needed to release the pusher pad from the filter, however, upon deployment the filter tilted, and was deployed inferior to the intended location. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.